Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the ventricular perforation is unknown; however, it was reported that the perforation might have been caused by the first super stiff wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr, a left ventricular (lv) perforation occurred. A stiff wire was placed in the lv in a standard manner. However, as the wire position was unstable, a new super stiff wire was shaped and inserted into the lv. When the balloon shaft of the delivery system was pulled for valve alignment, the blood pressure decreased and the pericardial effusion increased. Pericardiocentesis was performed and resolved a cardiac tamponade. A sapien 3 (s3) valve was deployed. The s3 valve was implanted in a targeted position successfully. Then percutaneous cardiopulmonary support (pcps) was introduced and thoracotomy was conducted. There was a tear in 3 cm long at the apex, the guidewire protruded from the lv to right ventricle, which seemed to cause the tear. Hemostasis was achieved with bio-glue and felt fabric. Hemodynamics became stable after surgery. Pcps was weaned off and the procedure was completed. The physician speculated the perforation might have been caused by the first super stiff wire. However, the exact caused was unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.